Event description:
It was reported during implant this right ventricular (rv) lead exhibited a high out-of-range pacing impedance of 1350 ohms. Technical services (ts) was consulted and provided troubleshooting and discussed the impedance range should be between 300 and 1200 ohms. Additional information was received that the physician elected to reposition the lead and was able to obtain a lower impedance. The procedure was completed successfully with no patient complications reported and this lead remains in service.